Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva catheter is defective. The following information was provided by the initial reporter: multiple complaints from rns regarding 24 gauge bd nexiva piv catheters being dull or having a plastic sheath over them. Rns realize this when going to insert piv for patients and unable to pierce skin with piv.